Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the patient underwent ultrasound-guided right upper limb PICC catheterization at 13:00 on (B)(6) 2022 due to "one month after gastric cancer surgery and 19 days after the first course of chemotherapy". Before catheterization, check that the central venous catheter set and accessories through peripheral catheterization are in good condition, and the nursing staff strictly follow the operation of PICC catheterization. After the catheter is successfully inserted, blood cannot be drawn back. After pulling out the catheter, check the catheter and find that the catheter is not smooth, immediately replace it with a new catheter, and then it can be used normally.